Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. In late 2008, the patient reported hearing an audible "snap". Subsequent radiographic examination revealed that the bi-metric stem had fractured on the neck of the taper trunion. Shell and femoral head were removed during revision surgery in early 2009, but patient elected not to remove the femoral stem, as he is predominantly wheelchair bound. Patient revision was completed with a hip fusion procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation of fractured stem taper section and femoral head is in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.